Event description:
On (B)(6) 2009, a spontaneous report was received from a physician regarding a (B)(6) female who received an injection of restylane (cross-linked hyaluronic acid dermal filler). Medical history included cancer of the thyroid, hypothyroidism, herpes labialis, and previous restylane, perlane, and juvederm implantation with no reactions. Concomitant medications included synthroid (levothyroxine sodium). Dates of therapy and dose were not reported. The pt received a 1 ml injection of restylane, mixed with epinephrine and lidocaine, on (B)(6) 2009 bilaterally to marionette lines and along the pregel sulcus using a fanning and cross hatching technique. Pre-procedure medications included valtrex (valacyclovir hydrochloride) and anesthesia in the form of topical lidocaine and prilocaine. Additional procedures performed at the time of implantation included an injection of 8 units of botox tot he depressor angularis muscle. On (B)(6) 2009, 4 to 5 hours after implantation, the pt developed welts in the treatment areas and other unspecified areas of face, along with difficulty breathing and swallowing. She didn't seek care at an emergency room. The pt's husband, a pediatric surgeon, gave her tavist (clemastine) and her symptoms resolved shortly thereafter with no further sequelae. On (B)(6) 2009, the physician noted that no diagnosis had been made and that the pt had been referred to an allergist. Follow up is ongoing.

Manufacturer narrative:
Additional PMA/510(k)#: p020023.